Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had no power therefore the assessment could not be completed. The device also failed pre-tests for failed the safety assessment because the device does not run and when the trigger is pressed. During repair it was determined that the insulation on the electronic control unit black wire was damaged. The assignable root causes were determined to be due to normal wear from use and servicing over time and improper cleaning, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure, it was observed that the small battery drive device operated intermittently. There was a five minute delay to the surgical procedure. A spare device was used to complete surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.